Manufacturer narrative:
Insulin pump passed displacement test, self test and unexpected restart test. No unexpected error or unexpected restart error alarm noted. Unable to download insulin pump history due to software alarm found in alarm history screen. Software alarmed due to corrupted history file. No cosmetic damage noted. Insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarm noted.

Event description:
It was reported by the customer that their insulin pump was alarming due to a connection issue. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 91 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.